Event description:
Patient reported they previously had an axonics urinary/bowel dysfunction stimulator implant for 4 years, but it was removed due to corrosion. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".